Event description:
A physician reported a pt who was treated on 9-15-1993 into the glabella and vertical lines above the upper lip. In 11/1993, the pt noted intermittent erythema, swelling, and induration at the treatment sites. On 14 march 1995, the pt presented with intermittent erythema, swelling, and induration at the glabellar treatment site. No fluctuance was observed. The dr diagnosed a hypersenitivity and prescribed topical temovate cream. On 29 dec. 1997, the dr reported that the pt was seen on 17 dec. 1997. The symptoms had resolved gradually over the past 2 years. On 17 dec. 1997, no changes were noted.